Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been received by the manufacturer for evaluation. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure, the embolization coil detached in the catheter. The coil was removed together with the catheter from the patient. There was no reported patient injury.

Manufacturer narrative:
The implant coil was the only component received for evaluation. The implant was detached from the pusher, which was not returned. The implant was completely stretched/compressed at the proximal end and was stuck inside the microcatheter, as was reported in the complaint details. As the pusher was not returned, it could not be determined if the implant was thermally detached with a detachment controller; however, the damage observed to the device is consistent with the application of excessive forces.